Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested. Multiple unsuccessful attempts were made to obtain add'l info. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a cut in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified medication. It was reported that prior to pt use, a cut was noted at an unspecified proximal location of the tubing set and an unspecified volume of solution leaked. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.